Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was experiencing pain at the ins pocket since implant. The caller also reported that the patient's new implant felt different than their first implant. The patient's ins site wound had "come open" four days after surgery and the patient went back to their healthcare provider (hcp) to have the incision fixed. The patient went back to their hcp on (B)(6) and informed their hcp that the ins site hurt and that the patient wanted to "itch inside of it." The patient felt that something was wrong, however their hcp told the patient nothing was wrong. The patient's primary care physician gave the patient oral antibiotics for an ins site infection on (B)(6) . The patient indicated that on (B)(6) they turned their therapy off and the pain went away. The caller was advised to request that the hcp have a manufacturer representative (rep) present at their next appointment to have the device interrogated. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.